Manufacturer narrative:
Evaluation of the returned device by engineering determined that the tip failure appears to be attributed to an overload condition. Review of manufacturing history records for lthis lot found 1 piece was received released for distribution on 8/25/2015 with no deviation or anomalies. A complaint history revealed a trend for reports of this nature for this part number. As a result of a previously identified trend of tip breakage for this part number a CAPA has been initiated for further investigation.

Event description:
A reform driver broke when removing some hardware.